Event description:
It was reported that the device was used during a low anterior resection. It was reported by the rep that the surgeon applied the articulating linear stapler (ax55g) across the rectum, fired it, and transected proximal to the staple line. The surgeon inserted a sizer to determine the appropriate circular stapler (cdh29) transanally. The linear staple line opened upon insertion of the sizer. The surgeon applied a 2nd stapler distal to the 1st application and resected the original stapler line with more rectal tissue. He used the cdh29 to complete the anastomosis. Upon testing of the anastomosis, a leak was found and oversewn. There was extended or time (unk), and extended hosp stay (unk).